Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that during placement, the mount of the bundled device fractured. The implant was removed and a new implant was placed. Tooth location 19.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified a fractured mount hex within the implant, damaged threads and collar from trephine removal and dried bone on the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.